Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 288 mg/dl.